Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent act button response was noted due to moisture damage on the keypad traces. No moisture damage was noted on the electronic assembly or motor assembly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display iwndow corner.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and fluid/moisture damage. Customer's blood glucose was 12.6 mmol/l. The customer also reported via phone call indicating that the insulin pump had a keypad anomaly . The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced. And agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.